Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with worsening angina. An unk size taxus express2 stent was implanted in an unspecified location. The pt presented with worsened angina in 2008. Treatment consisted of dialysis and the pt's condition improved the next day. Per the physician, the event was listed as "not related" to the study stent. Four months later, the pt again presented with worsened angina. In pt hospitalization consisted of blood transfusion and angiography without revascularization. The pt's condition was listed as "improved" the following month. Per the physician, the event was listed as "possibly related" to the study stent. Additional info was requested but not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.